Event description:
Additional information from the patient¿s physician stated the patient had a ¿history of utis.¿ regarding whether the utis were due to a lead or extension issue, the physician reported it was ¿doubtful.¿ it was noted the patient did not require hospitalization due to the event.

Event description:
It was reported that the patient woke up with a urinary tract infection (uti). The patient was put on antibiotics. The patient stated that she was unhappy because she had gotten the device for the uti¿s. The patient was considering having the implant removed because she was not happy with the results.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2013, product type programmer, patient; product ID 3889-28, lot # va081ha, implanted: (B)(6) 2013, product type lead. (B)(4).